Event description:
It was reported that the patient suffered from bilateral knee ankylosis (moderate). According with the report, the event is possibly related to the surgery. It is unknown how the problem was solved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The affected complaint device, used in treatment, was not returned for evaluation. Therefore, a product analysis could not be performed. As device information was not made available, device history record, risk management review and complaint history review cannot be completed. According to clinical/medical investigation, this clinical study complaint reports bilateral knee ankylosis, which is reported as possibly related to the surgery. It is unknown how the issue was solved, and the requested x-rays and surgical reports have not been provided to date. Therefore, based on limited information, no further assessment can be performed at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated at that time. There is no information that would suggest the device failed to meet specifications. No medical documents were received for investigation, hence no medical assessment can be performed at this time. A relationship, if any, between the device and the reported incident could not be corroborated. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. (B)(4).